Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A video of the fault was provided to livanova. A livanova technician provided technical assistance at the phone and advised the customer that the patient bridge should be replaced. The part will be ordered. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed multiple error codes associated to a patient pumps during procedure. There was no report of patient injury.

Manufacturer narrative:
H10: the issue is more likely associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.